Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer overestimated the amount of insulin needed, and delivered too large of a bolus. Subsequently, the customer's blood glucose level lowered to 40 mg/dl range. The customer consumed carbohydrates to resolve the issue. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."